Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported condition was confirmed and reproduced. The assignable cause is faulty mpu (microprocessing unit) board. The mpu board has been replaced.

Event description:
The facility representative contacted baxter on 25 january 2010 to report an infusor pump that was malfunctioning. Biomedical technician reported they received the pump from anesthesiologist who reported the pump is malfunctioning. No specific malfunctions were reported. Pump was tested in biomedical shop and no problems were found. The event occurred during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. No additional information is available.